Manufacturer narrative:
(B)(4).

Manufacturer narrative:
One knife sample was received by manufacturing inside of an opened blister package. The sample was examined per facility procedure and was found to be visually conforming. Penetration and sharpness was then performed and also found to be conforming. As the returned sample was found to be conforming, a root cause cannot be determined for the complaint as described by the customer. (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. This was the fourth of six reports from this facility. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a dull knife was experienced during surgery. The procedure was completed by replacing the knife with a new one. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
The available sample has never been received by manufacturing for evaluation therefore, the condition of the product could not be verified. The final customer lot number was identified. One component knife lot was used to make up the customer's final lot. A device history record review was conducted and no anomaly was found. The product was released according to the manufacturer's acceptance criteria. A complaint history record review indicates that four additional related complaints were associated with the reported lot. Because no sample was received by manufacturing and the device history record review of the provided lot number indicated that the product was released according to the manufacturer's acceptance criteria, the root cause for the defect experienced by the customer cannot be determined. (B)(4).